Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. . Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -7.5/+1.5/089 (sphere/cylinder/axis) got stuck in the cartridge/injection system.. This occurred on 14-(B)(6) 2021. There was patient contact with the lens but no patient injury and the lens was not implanted. The cause of the event is reported as device. An alternate lens was successfully implanted and the problem was resolved. Reportedly, "first lens got stuck in injector and got damaged. Second lens implantation was uneventful."

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -7.5/+1.5/089 (sphere/cylinder/axis) got stuck in the cartridge/injection system.. This occurred on (B)(6) 2021. There was patient contact with the lens but no patient injury and the lens was not implanted. The cause of the event is reported as device. An alternate lens was successfully implanted and the problem was resolved. Reportedly, "first lens got stuck in injector and got damaged. Second lens implantation was uneventful."